Manufacturer narrative:
Company rep evaluated the unit and verified the problem. Corrections included repairing the unit's cold solder on all connectors on the front panel. Unit was calibrated and tested to factory's specs.

Event description:
Customer reported an issue with the dpm 7 monitor's mpm modul, which may have affected spo2 monitoring. No pt injury was reported.